Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a follow-up appointment, the physician was searching and trying to interrogate an implantable cardiac device, but the programmer head could not find the device. The customer refused to return the programmer head. No patient complications have been reported as a result of this event.